Event description:
It was reported by the patient that they had an implantable pulse generator (ipg) implanted for five years. During that time the patient stated they had an infection many times. It is not clear where the infections were located. The device has been explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.